Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue of the liquid crystal display (lcd) screen not displaying information was confirmed via analysis of the returned system controller. The system controller was connected to power and the system controller's screen was illuminated; however, there was no information displayed. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components, and no visual issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all applicable testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The events/data in the downloaded log files did not indicate any issues with the system controller. The downloaded system controller event log file was reviewed and revealed the system functioned as intended while the driveline was connected. The root cause of the system controller's inability to relay information was determined to be lcd screen damage. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller lcd display screen developed multiple faint lines, which progressively worsened and prevented message retrieval. The controller was exchanged.